Event description:
A rn started IV with this product - 22 gauge introcan safety by b. Braun. Upon cleaning up he reported he was stuck on finger by exposed needle tip because he says the needle was retracted through the locked position. (B)(4).